Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display while battery change. The customer's blood glucose level was 181 mg/dl at the time of incident. It also reported that insulin pump get battery out limit alarm after battery change. The customer was advised that the pump will need to be replaced. The customer will be return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, operating currents, selftest, off no power and unexpected restart error test. No battery out limit alarm and no blank display during testing. Unit inspected and the battery tube connector plugged in properly. Unit received with cracked battery tube threads.